Event description:
Additional information received reported that the cause of the event was trauma to the patient¿s coccyx after a fall. The patient was happy but experienced a decrease in control of urinary urgency and incontinence along with a decrease in ¿tingling¿ sensation in her perineum. The patient increased voltage but had discomfort and toe flexion on her left foot. The patient was then assisted in changing to program 2. This helped temporarily and the health care provider (hcp) increased to 1.2 volts. An x-ray and CT scan were taken to evaluate the patient¿s bone structures of the pelvis post fall. There was no lead displacement and the device appeared to be functioning well. No hospitalization was required and the outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient turned up her stimulation from 1.0 to 1.3 volts but it made her toes on her right foot curl and did not help with symptoms. The patient also had numbness on the toe but this began before implant. The patient noticed "a couple weeks" prior the report that her symptoms started to return and recalled an incident in (B)(6) 2012 where she went to sit down and hit her tail bone on the armrest. The patient saw her health care provider (hcp) and x-rays determined she bruised her tailbone. The patient stated that she had diathermy done a "few times" with her hcp and a massage over the lower area of her back. The patient was scheduled to see her hcp in (B)(6) but did not remember the date. The patient was assisted in adjusting to program 2 at 1.0 volts and stated the stimulation felt like how it was when she had her first device put in. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# v995583, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that when the patient turned up their stimulation it put a cramp in their toe and made it curl. It was noted that a tens unit was placed to the side of the patient's implant and when it was turned on the patient felt their toes curl.